Event description:
It was reported that at the patient's recent clinical visit the device was found to have premature battery depletion. The device was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).